Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter broke at the distal end a few years ago and patient has more than one catheter segment floating in the intrathecal place. The patient decided to stop using the pump at that time and recently decided to have it explanted on (B)(6) 2013 since it bothered him. There were no patient symptoms/injuries related to this event and the patient status at the time of the report was alive-no injury/ no adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).